Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information provided, a definitive cause for the reported suture separation could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3; estimated date. D4: the UDI is unknown as the part and lot number were not provided.

Event description:
The study aimed to evaluate the safety and feasibility of using single perclose device for triple access during atrial fibrillation ablation. A single proglide device was used in an 11f venous access site after the procedures. Suture break during knot advancement occurred. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects. The article concluded that the trident approach was safe and feasible. Additional information may be found in the article titled "the trident approach: safety and feasibility of single perclose device for triple access during atrial fibrillation ablation".